Event description:
It was reported that the individual packaging (pouch) of a minicap was ¿slightly open¿. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 21 2022 to october 28 2022. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become availabl e, a supplemental report will be submitted.